Manufacturer narrative:
Manufacturing site evaluation: received four unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. All packs received are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Knot pull tensile strength results before releasing the product fulfilled OEM requirements. Degradation test results conducted on the samples received fulfill OEM requirements. For degradation testing, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period the knot pull tensile strength of the thread is tested. The results of degradation tests for the samples received met all OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6) surgery: ventral revision surgery, vertebral body replacement. The first implantation was on (B)(6) 2014. The abdominal wall had most presumably been closed with novosyn c0069597 and with c0068209 (subcutaneous). However, the customer is not completely sure. It is also possible that c0058646 has been used. The customer noted that the subcutaneous suturing and suturing of the faszia closure/oblique externus, had been dissolved almost completely. This was only found because of the need of the revision surgery regarding the issue with the vertebral body replacement. From the outside no deviation was visible. The wounds were closed with other suture during the revision surgery. See also medwatch 2916714-2014-00721 and 2916714-2014-00723.